Manufacturer narrative:
Pump received with e22 followed by a32 alarm, problem isolated to the mother board. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to e22 followed by a32 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device issues. The customer's blood glucose was 300mg/dl at the time of call. Trouble shooting was performed and found failure of flash memory error and stuck in a loop. Customer was unable to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advice to discontinue use of the product and revert to backup plan. Customer decline to trouble shoot for the high blood glucose and treated with manual injections due to device not functioning. The insulin pump will be returned for analysis.